Event description:
When trying to replace expiring AED pads found product was unavailable. Manufacturer now estimates a 10 to 12 week lead time.manufacturer never provided any notification of the extended lead time or instructions for how to submit and track orders so that orders could be placed prior to the expiration date on the pads. In fact vendor representatives stated verbally that we could continue to use the out-of-date pads.======================manufacturer response for AED defibrillator, powerheart (per site reporter).======================an appology for the delay.device #1is this a laboratory device or laboratory test?no.